Event description:
Additional information received reported that the patient's ins system had 'not worked' for 1 and half years and was supposed to have the device changed out in (B)(6) 2012 but changed plans due to the patient moving. If additional information is received, a follow up report will be sent.

Event description:
Additional information received the healthcare provider was unaware of the urinary tract infection back in (B)(6) 2012 to present. It was stated the patient had a urine analysis done two days previous to the date of this report and it was clear of any signs of infection. The patient left the office feeling comfortable stimulation in the bicycle seat area and there have been no complaints of a return of symptoms since the appointment.

Event description:
It was reported that the patient was experiencing numbness and was not able to control her symptoms. It was noted that the patient's "leads had been bothering her." It was further noted that the patient had a urinary tract infection (uti). It was noted that the patient's implantable neurostimulator (ins) "turned on by itself." It was noted that this "all started about 2 weeks prior to the report." The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3095-10 lot# serial# (B)(4), implanted: 2003 (B)(6), product type extension product ID, 3093-28 lot# j0309415v, implanted: 2003 (B)(6), product type lead product ID, 3031a lot# serial# (B)(4), implanted: 2002 (B)(6), product type programmer, patient. (B)(4).